Event description:
The event occurred in (B)(6). It was reported that loop would become disconnected. No negative impact in state of health reported.

Manufacturer narrative:
It is unknown if the affected device will be returned to the manufacturer for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).